Event description:
Patient states she has an enterra device in her stomach, and it's giving her extreme pain and she would like it removed today. Patient reporting side effects post implant. Patient reports that her stomach is giving her grief and she has been having aches, pains, jolts since her device was placed. She wants it out of her body asap. She reports that she has notified her hcp and that provider adjusted it first, then later turned it off. However, she reports that she continues to experience these symptoms. She has called for a follow up appt and states that she is scheduled for (B)(6) which is the earliest available. Encouraged patient to contact office to explain her symptoms and ask about sooner appt availability.